Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The interconnect cable was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.